Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(4) 2019 regarding a patient receiving dilaudid (0.2mg/ml at 0.17999mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was noted that the patient had neuropathy in their feet really bad and that was why they had the pump. They were adjusting the dosing and concentration so that it would last longer. It was reported that the patient reported a sensation coming from the pump since their last refill on (B)(6) 2019. While at the appointment, the healthcare provider (hcp) had to manipulate the pump quite a bit in order to communicate. The pump was reportedly moving around in the pocket site and it was hurting. The patient's pump pocket site was still raw from surgery. It was noted that the hcp put a pillow under the patient's abdomen since the pump was located in their back, and stabilized it so the refill could be performed. Since then, the patient had been experiencing a buzz or a zip right in the same area. The patient did not feel that it was like an electrical shock and it was not painful. It was noted that this happened when the patient laid flat on their back. It would happen like 3-4 times, and then it would go away. It did not happen every day. The sensation was only at the pump site, and was felt in a specific position. The patient was to follow-up with a healthcare provider (hcp) to discuss the buzzing, and had an appointment for (B)(6) 2019. No further complications were reported or anticipated.